Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported the brackets were stripped on their intraoperative aberrometer. Additional information has been requested.

Manufacturer narrative:
The company service representative examined the system and confirmed the reported event. The dovetail was replaced to resolve the reported event. Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).